Manufacturer narrative:
(B)(4).. Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Customer using expired test strips. Patient was contacted several times to find out the condition. During the follow up calls the customer asked to contact later, in other calls did not respond and manufacturer left voice messages on the customer's phone. On (B)(4) 2015 during another follow up call the customer confirmed that went to hospital on (B)(6) 2015, but she stated it did not have anything to do with the meter or her blood sugar. The customer was unable to speak at the time as she was tired and declined to provide any information. She advised to call back at another time.

Event description:
Customer stated she wasn't feeling well, that maybe her sugar was low. Meter was given by friend and she was using expired strips and did not know how long the strips were opened since this meter and strips were given to her. She said she got a result of 65mg/dl and she said she is not feeling well, it was recommended to have someone take her to the ER or an urgent care, someone was taking her to the ER.